Event description:
It was reported that reduced blood flow occurred. The 50% stenosed target lesion was located in the non-tortuous and non-calcified left coronary artery. An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter failed to produce images, leading to prolonged indwelling time and resulting in slow coronary blood flow. Two milliliters of nitroglycerin were administered through the guiding catheter, and subsequent coronary angiography demonstrated restoration of blood flow to timi grade iii. The procedure was completed with another of the same device. There was no patient complications reported and the patient was stable.